Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio meter was prompting an unknown error message. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an unknown error message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4):the meter was evaluated and no error message was observed. The test strips also passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 (submission 12/28/2012)-correction:previous follow-up report indicated an evaluation result = for the returned meter. Investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing. The cause of the event is unknown.